Event description:
During a follow-up in-clinic, noise resulting in oversensing, inadequate sensing, and low pacing impedance was observed on the right ventricular (rv) lead. Provocative testing was performed and the lead noise was reproduced. No intervention has been performed at this time. The patient was stable.